Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-14341). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in the emergency room due to syncopal episodes. Patient was paced with external pads. An attempt to interrogate the device was unsuccessful. A temporary pacing wire was added after attempting to interrogate the ICD. Patient was asystolic for approximately 1 minute. The following day, the device was explanted and replaced. The patient is in stable condition after the event.